Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine the root cause for the malfunction. However, it is likely that no proper image was due to a printed circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
The subject device is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that no proper image was shown on the monitor screen, subsequently, the image was blacked out or the display image was frozen when connecting endoscopes from the evis exera iii series as well as the flexible video cystoscope cyf-vh range. This report is being submitted for the malfunction found during device evaluation (no proper image). There was no procedure or patient involvement.

Manufacturer narrative:
During inspection and testing, it was observed that no proper image was caused by a circuit board failure. In addition, service found that the connector connection was loose due to wear of the video connector socket. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.